Manufacturer narrative:
Summary: returned file is actually separated from its handle. Only the separated handle has been returned. The handle has no crack so the root causes of the separation can be the following ones: -separation may be the consequence of an oversized handle hole. Because material is subjected to deformation during clamping operation, this dimension cannot be verified on the returned component (not representative). -separation may be also the consequence of an undersized niti shank diameter. Diameter cannot be measured neither because the component is not available. -separation may finally result in a too strong traction strength applied by the customer to remove the file. This cannot be quantified. For information, customer normally doesn't have to force to remove the file. Motor setting could be involved (torque control). The root causes of the separation are not identified all the more the batch number is unknown and that DHR cannot be reviewed. We will track this kind of event and monitor the trend. Device received for this event is being corrected from m2 niti taper .05 sterile wp16 catalog # v040235025015 to vdw.rotate 15.04 6-files 25mm catalog # mstvrot625415. This is a follow up report for this corrected information.

Event description:
In this event it is reported that m2 niti taper .05 sterile wp16 file broke during use. Initially, this was a non-reportable event - opn 14 use. When broken, file was received 1/22/2025, we detected that the handle part was separated from active part. This is now a reportable case.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This event will be reevaluated, as appropriate, if additional information becomes available. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.